Event description:
It was reported that the customer had a button error alarms on the insulin pump low. The customer's blood glucose level was unknown mg/dl. The customer was advised to call the hospital, informed that the new insulin pump is 640g has been released in sweden. The customer will contact hospital to check availability and will call if loaner is required.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.